Manufacturer narrative:
(B) (4). (B) (4).

Event description:
Procedure type: lap chole. According to the reporter: upon removal of the device, it was noticed that the tip of cannula shattered into small pieces and the pieces fell into the abdomen. X-rays were taken. The surgeon was not sure if all pieces were retrieved. Operating room time was delayed a little more than 30 minutes. No tissue damage or bleeding. No pt injury was reported.